Manufacturer narrative:
(B)(4). Date sent: 9/3/2025. Additional information was requested, and the following was obtained: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) 1. The device didn¿t applied correctly the clips because the jaws are not closing properly. 2. No. 3. No. 4. No. 5. No. 6. Yes, device fire malformed clips. 7. No. 8. The patient is ok; he suffered no consequences. 9. No.

Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D4 batch #. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the lx105 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. The event reported was confirmed and it is related to improper use of the device. Please note that all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Sn: (B)(6). An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent 8/27/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a coronary artery bypass the clip applier doesn¿t close properly, so the surgeon can¿t apply the clips correctly.